Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while removing the unit from the transport vehicle, the cardiosave intra-aortic balloon pump (iabp) was dropped. There was no patient involved.

Manufacturer narrative:
The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0997-00-0565 and pn 0441-00-0194 with a reported unit failure the console cover and helium reservoir damaged from being dropped. The fat performed a visual inspection and found both parts to have physical damage. Confirmed the reported failure. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, component code, investigation conclusion). It was reported that during transport the cardiosave intra-aortic balloon pump (iabp) had a issue of unit was dropped, now making hissing noise and helium tank needs checking as well. There was no patient involvement, and no adverse event was reported. A getinge field service engineer evaluated the unit and found cover damaged, helium leak found. Replaced cover and helium reservoir assembly. - downloaded and attached error logs.- complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.